Manufacturer narrative:
The manufacturer previously reported an incorrect device problem code, 3189-no apparent adverse event, on the previously submitted report. The device problem code is corrected on this report.

Event description:
The manufacturer received information alleging a ventilator was delivering too much air. There was no harm or injury reported. Repeated attempts for additional information and to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.